Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recoded episodes of noise and oversensing on the right atrial (ra) channel. Impedance was also increased from the patient's usual level, but remained within acceptable ranges. The signal artifact monitor (sam) feature identified oversensing of the minute ventilation (mv) feature signal and switched to monitoring on the right ventricular (rv) channel. It was reported that the patient had also experienced atrial fibrillation, which was oversensed resulting in an atrial tachycardia response (atr) episode. The pacemaker was left programmed with the mv feature enabled and the sam monitoring on the rv channel. The pacemaker and leads remain in service. No adverse patient effects were reported.